Manufacturer narrative:
Concomitant medical products: ddbb1d1, ICD, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden increase in thresholds which correlated with a coronary artery bypass graft was noted on the right atrial (ra) lead. The lead was programmed however increased thresholds were again noted. The right atrial (ra) lead remains in use. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.